Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: a visual examination of the shaft identified that the shaft was kinked at various locations along its length. These kinks are consistent with excessive forces having been applied to the shaft. The balloon was tightly folded and the stent was tightly crimped onto the balloon. The balloon did not appear to have been subjected to any positive pressure. The stent was tightly crimped onto the balloon however the stent was kinked/bunched on its fourth row from its proximal end. This damage is consistent with excessive force having been applied to the stent. The stent was slightly flared at its proximal end. Using a calibrated snap gauge, the outer diameter of the non-damaged section of the stent was measured and is within specification. An examination of the tip section of the device identified to issues with its profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 26april2016. It was reported that crossing difficulties were encountered. Vascular access was obtained utilizing contralateral approach. The target lesion was located in the common iliac artery. A 10.0x30x75cm express¿ ld vascular stent was advanced but failed to cross the lesion. The procedure was completed with 9x25 ld vascular stent. No patient complications were reported and the patient's status was good . However, returned device analysis revealed stent damage.